Event description:
Potential endoscope contamination. There was no report of patient harm. The time of event is unknown. Not known for the exact date, we just know the year the complaint was sent in to manufacturer.

Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary we checked the returned unit and confirmed that the operation channel resistance. Based on the result, we concluded that it was caused due to the excessive force applied on the operation channel. In addition, we confirmed that the light guide fiber bundle (lcb) broken, and the light guide cable for control body buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. The device has been repaired.